Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: burn marks on the tip of the forceps and the tip cover was scorchered. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that this event occurred because the high-frequency treatment device was used without maintaining a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a burnt biopsy channel section on the distal end. The issue was discovered during inspection for use for an unknown procedure. There were no reports of patient involvement.